Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (UDI number), information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the water invasion of scope connector was confirmed and circuit board inside the scope connector corroded. It is likely that water invaded the scope connector during user handling and the noisy image occurred. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the foggy image was not confirmed and could not be replicated. Evaluation did find that the image was restored after drying the scope, water invasion occurred, which generated an electrical continuity error and the contact pin at the connector section was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bronchovideoscope had a snowy/foggy image. There were no reports of patient or user harm associated with this event.   Inspection and testing of the returned device found the complaint was confirmed and there was no image, the subject could not be recognized, and horizontal lines were displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.